Manufacturer narrative:
The reported event could not be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the misuse of the product (off label use). The complaint reported that the apex pin broke during the navigation procedure. The operative technique guide clearly mentions that the apex pins are not to be used for navigation procedure purposes: "caution: apex pins are not intended for navigation procedure purposes." Therefore, this case is classified as a user related issue, as there was a deviation from the operative technique guide. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Remaining piece was discarded by hospital.

Event description:
Apex pins were used to attach an ortholock to the tibia during a navigated total knee. The tip of the apex pin drill was broken at the time of removal of the pin from the tibial shaft and retained in the bone. Surgical delay. The surgeon decided to x-ray the patients tibia to confirm the tip of the apex pin was still lodged in the cortex.